Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was a remote home monitoring alert for high out of range right ventricular (rv) impedance measurements of greater than 3000 ohms. Review of the data stored in the implantable cardioverter defibrillator (ICD) found that there were variable impedance measurements for at least a year. Boston scientific technical services (ts) reviewed the presenting and all available electrograms (egms) and no noise was seen. Ts discussed that this appeared to be consistent with the lead slightly moving in the header of the ICD, however it was suggested to perform further testing to determine cause based upon the age of the lead as it has been implanted for approximately 21 years. It was further noted that the ICD is implanted in the patient's abdomen. The field representative was unable to produce any noise during the in clinic visit and sensing and threshold measurements were within normal limits. Ts discussed reprogramming options. The ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that a procedure was performed where a new implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were implanted subcutaneously. The previous ICD and rv lead were electrically abandoned due to continued high out of range pacing impedance measurements with concern over a possible fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.